Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Review of the device logs confirmed the reported system fault error message sf 147 and revealed the occurrence of sf218 error message. Based on all available evidence, the investigation determined that the device errors were most likely due to an isolated component within the main circuit board (pcb). The main pcb was replaced to resolve this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf147) indicating a main blower failure. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf147) indicating a main blower failure. There was no patient injury reported as a result of this incident.